Manufacturer narrative:
(B)(4).

Event description:
It was reported that when the patient presented through merlin.net transmission, intermittent atrial capture was observed. The patient is not pacemaker dependent. The patient is scheduled for a follow-up in clinic visit to do threshold testing and reprogram the outputs accordingly. The patient is doing fine.